Event description:
It was reported by service report that the bed scale weight is not correct. The customer reported that they did not know if there is pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell.